Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace (ha) instrument was analyzed and found to have a broken main tube approximately 2.833" from the distal tip. No material was found missing. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. Mechanical indentation damage to the blade and teflon pad damage of the clamp arm are damage found to adjacent components. Further investigation found a damaged teflon pad of the clamp arm. A piece approximately 0.072" x 0.032" in size was missing and not returned with the instrument. The instrument was also found to have mechanical indentation damage to the blade. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the provided image shows that the main tube of the instrument is broken at weld. It can happen due to mishandling issue (potential drop etc.) Or due to a supplier related issue (improper/insufficient weld).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the front part of the harmonic ace (ha) fell off when the ha instrument was being pulled out. The customer used a backup ha instrument to continue with the planned procedure. No fragment fell inside the patient. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The instrument did not collide with any other instruments or other hard material during the surgical procedure. No fragment fell inside the patient. No additional surgical procedure was required. There was no patient injury. No post-operative tests were performed. The instrument and the broken piece will be returned.